Manufacturer narrative:
The t:slim x2g5 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 280 mg/dl. Corrections via the pump were delivered to address bg. A system check was performed and insulin drips were not observed to be dripping out of the infusion set tubing. Reportedly, the customer uses fiasp insulin within the cartridge. Tandem technical support advised the customer to perform an infusion set change to address the issue and informed the customer that fiasp insulin is off label.